Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. The patient was anti-coagulated with heparin. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the proglide device or established in the use the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. Additionally, the posterior needle tip was separated at the swaged end and was not returned. The posterior foot was separated (not returned). It should be noted that the proglide instructions for use states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and / or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. The absence of training may have contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.